Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:the complaint device has not been received at the complaint investigation site for product analysis. The manufacturing records for the reported batch have been reviewed and no issues or discrepancies were found. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
It was further reported that at the time of the event the cardiac catheterization vealed 99% proximal edge, focal in-stent restenosis of the taxus liberte stent.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical study.it was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The target lesion was located in the proximal left anterior descending artery with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 mm x 16 mm taxus liberte atom stent. Residual stenosis was 0%. The patient was discharged the same day on aspirin and prasugrel.a 96 days after the index procedure the patient presented due to chest and back pain. Cardiac catheterization perfomed revealed 99% in-stent restenosis of the taxus liberte atom stent. The patient was treated with a 2.75 x 8 mm non bsc drug eluting stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.